Event description:
Malfunction probably because the tissue was thick. Manufacturer response for da vinci, da vinci (per site reporter), they will be doing an investigation on this reported product failure.